Event description:
Craniotomy was being performed. Surgeon was using the disposable cranial perforator. It did not sense when to stop and penetrated through the cranium and the dura. Per attending surgeon, patient suffered a small tear of the dura and a small brain bruise that the surgeon did not believe had any clinical significance to the patient.